Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to construction/design false and defective and improper maintenance, which is user error/misuse/abuse. It was determined that the failure related to the saw head was addressed in a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was not functioning and defective; and the motor was noisy and had a strange sound on the battery oscillator device it was further determined that the device failed pretest for general condition, check the saw blade coupling and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.